Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for evaluation. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient's ipg was replaced because the device stopped functioning approximately three weeks prior. A company representative present during the replacement procedure was unable to connect to the ipg prior to the surgery. Postoperative, the new system was programmed and all impedances were within normal limits.